Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance with the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received for analysis. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of the first and second proglide devices were successfully preplaced; however, the physician had trouble rewiring the second proglide device to insert the guide wire and maintain access. A glidewire was used to rewire the access site. The suture of a third proglide device was successfully pre-placed. The sheath size was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved with the successfully pre-placed sutures of the three proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.